Manufacturer narrative:
Additional devices included on this report are as follows: catalog #plc201000/ serial #(B)(4) / UDI #(B)(4). Which is captured in manufacturer report #3013164176-2021-01172. Patient weight: asked but unavailable. Date of event: as the date of identification of the infection is unknown, but was reported as about one month after the intervention procedure, and as the device explant was performed on (B)(6) 2021, the event date has been estimated as (B)(6) 2021. Concomitant medical products and therapy dates: asked but unavailable according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, infection (e .g ., aneurysm, device or access sites). Furthermore, the IFU states that the safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in patient populations including, but not limited to, revision of previously placed stent grafts.

Event description:
On (B)(6) , 2021 the patient underwent reintervention of a previously implanted medtronic endurant¿ device due to continuing iliac artery aneurysm enlargement. It was reported that two gore® excluder® aaa contralateral leg components were implanted bilaterally. There were no reported issues with the bilateral limb extension. The patient tolerated the procedure. On or about (B)(6) 2021 (reported as about one month after the reintervention procedure) the patient presented with an infection. It was reported that the patient did not have a pre-existing infection prior to the reintervention on (B)(6) 2021. The physician did not report any allegations of deficiency against the gore devices, but noted that the cause of the infection was unknown. On (B)(6) 2021 all devices were explanted. A rifampin antibiotic soaked open replacement graft was implanted. The devices were discarded. There were no further reported issues. The patient tolerated the explant.